Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported an 85-year-old female patient requiring high risk percutaneous coronary intervention was presented for impella placement. During support, it was documented that the patient developed a decrease in flow to their impella leg. The patient noted having pain in the left groin and leg which coincided with a lack of flow to the limb. As a result of the noted condition, the decision was made to explant the pump. Following removal, flow returned to the leg and the patient regained movement in their toes.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the limb ischemia was most likely patient condition related.